Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The original sample was not returned for eval; however, same lot samples were returned and evaluated. Based on our evaluation, there is no way for us to determine what caused the pt's infection by examining the same lot products. A DHR review, including sterility, has been conducted. All paperwork appeared complete and accurate. The info provided indicates that the pt developed and was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." See MDR 1213643-2011-00034 for info related to the second perfix plug implanted on (B)(6) 2010.

Event description:
On (B)(6) 2010 - pt underwent open right inguinal hernia repair with plug implant x 2 in the same operative site. On (B)(6) 2011 - pt developed a fever and redness. An infection was diagnosed. The mesh was explanted via open approach.